Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vessel sealer extend was unable to unlock. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Jaws were not stuck on tissue. No bleeding was observed. No response was available from the vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vse instrument was analyzed and the instrument could not be replicated nor confirmed. A visual inspection displayed no signs of physical damage. The grip-open locking mechanism was able to be manually engaged and disengaged on multiple attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument could not be tested for cut and sealing functionality due to the cord being returned cut. There was no problem detected. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-01-c, as previously listed in section h9.